Manufacturer narrative:
The insulin pump alarmed button error and had intermittent button response due to flattened and creased act buttons dome switch. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 8.7 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.